Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer cleared the occlusion alarm and resumed delivery. As the occlusions had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions. The customer reported that after the occlusion alarm occurred, the customer attempted to deliver the remainder of the bolus, and blood glucose level decreased to 40-50 (mg/dl) due to delivering too much insulin. To treat the low bg level, the customer consumed carbohydrates. Recommendation was made to consult with health care provider regarding diabetes management.